Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, high pacing threshold measurements, and high out of range pace impedance measurements. Surgical intervention was taken to cap and replace the rv lead. The pacemaker remains in service. No additional adverse patient effects were reported.